Manufacturer narrative:
The customer reported a broken hinge, top front cover (rohs) (7-76748-01) that prevents the lid cover from remaining in the raised position on arc c8 prc mod serial number (B)(6). Service inspected the analyzer and observed the hinge, top front cover (rohs) (7-76748-01) was broken and replaced the hinge. Part replacement resolved the issue. An instrument service history review revealed no additional complaint for a broken hinge for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending was reviewed and did not identify any trends for the product for the issue. Device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer reported a bent/broken top cover hinge to the architect c8000 processing module. The broken top cover hinge is on the left side of the instrument and the customer is having to prop the lid cover up because it won¿t stay open on its own. There was no injury to any of the users at the customer site. There was no impact to patient management or user safety reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.